Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer smelled insulin in the reservoir compartment of his insulin pump. At the time of reporting his blood glucose was 159 mg/dl. He was also curious if the leaked insulin could have caused the no delivery alarm he received. Troubleshooting was performed and the reservoir was replaced. The insulin pump appeared to be working properly. No equipment was returned. No additional information was reported.